Event description:
It was reported that the telescope lens was cracked. The issue occurred during preparation for use. There were no reports of patient harm or impact associated with this reported event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610773-2024-02449 (patient identifier (B)(6). Refer to this file for supplemental information related to this event.